Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The foot retraction issue was confirmed due to the condition of the returned device. The difficulty to remove the device is likely related to the observed foot break/retraction issue. In addition, analysis of the returned device found a posterior foot separation. The detached foot was not returned with the proglide device. The investigation determined the reported cuff miss, foot retraction issue and difficulty removing the device appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 7fr sheath using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, a cuff miss occurred and the proglide device was difficult to remove. The foot-plate of the proglide device would not retract; however, after some persistent forward pressure the proglide device released from the tissue tract and the guidewire was safely exchanged. The proglide device was found to have a protruding edge and the foot-plate did not collapse properly during deployment. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the pevar procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and established in the preclose technique. No additional information was provided.